Event description:
It was reported that "sheath was crimpled and frayed at the end". The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened hemodialysis kit for analysis. Signs of use in the form of biological material was observed on the outside of the guide wire tubing. Visual analysis revealed that the safe sheath/dilator d-pro component involved with this complaint was not returned for analysis. Therefore, visual analysis could not be performed on this sample. Two dilators were returned, however, the customer confirmed that the issue was with the sheath rather than the dilators. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "advance the dilator and sheath together with slight twisting motion over guidewire into vessel". The report of a damaged sheath body was not able to be confirmed through complaint investigation. Visual , dimensional, and functional analysis could not be performed on the sheath as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "sheath was crimpled and frayed at the end". The patient's condition is reported as fine.

Event description:
It was reported that "sheath was crimpled and frayed at the end". The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).